Event description:
Pediatric patient is a clinical trial participant in a foreign study unrelated to the dexcom device. On (B)(6) 2010, study coordinators informed dexcom that the pt experienced a broken sensor wire upon insertion. The retained distal fragment was not removed from the pt, and pt did not require medical attention.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.